Manufacturer narrative:
On 7/15/2019, mentor became aware that device was returned on 11/30/2018 however was not mistakenly not reported. Field d10 has been updated. On 7/15/2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample it was observed to be intact. No anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. No further investigation will be conducted on this complaint due to external cause. This report is not intended to deny that you experienced a problem with the device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/26/2019, mentor became aware that follow up report #2 for manufacturer¿s report number (B)(4) was submitted with an incorrect due date. The actual due date was 8/14/2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral ptosis and left side breast implant rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent unspecified breast augmentation with a 450cc mentor memorygel, breast implant and was presented with bilateral ptosis and left side breast implant rupture. As a result, patient underwent bilateral explantation and replacement on (B)(6) 2018 with catalog number: shpx450; serial number: (B)(4) on the right side and catalog number: shpx450; serial number: (B)(4) on the left side. This report is for the patient¿s right-sided device.